Event description:
It was reported that the ilet device exhibited an unresponsive sleep/wake button, intermittently failing to wake and requiring delayed activation, and the user experienced a dangerous low glucose episode that the user believed was related to device performance. Symptoms included low blood glucose. Outcomes included use of oral glucose to treat the low glucose and no injury.

Manufacturer narrative:
Investigation included a review of device performance based on the reported malfunction and arrangements for device replacement with instructions for data sync and shutdown. Investigation of this case revealed a device component issue involving the sleep/wake control with intermittent functionality; the screen was sometimes usable. It was concluded that the device performance problem was related to the sleep/wake button malfunction, and the reported hypoglycemia had an unclear cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.